Manufacturer narrative:
The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2018, the customer indicated that she first experienced the issue with the pump in the (B)(6) timeframe, her left nipple was swollen as a result of pumping and, at one point, she had mastitis for which she was prescribed an antibiotic. She also confirmed that the replacement pump was working without issue. The device was evaluated with the customer's parts as received and it failed vacuum specifications. The customer's device was then retested using a lab kit and it passed cycle and vacuum specifications. The customer's parts were then wiped down, retested, and the device passed the cycle and vacuum specifications. When a pump fails with the customer's parts/accessories and passes with the lab parts/accessories, an issue is typically attributable to the kit, not the device. In this case, it is reasonable to assume that the reported low suction condition can be attributed to dirty parts/accessories, since vacuum met specification after cleaning them. Any foreign contaminants that hinder the device's ability to form an adequate vacuum seal could potentially result in lower suction. It is very difficult to determine exactly how much contamination under normal use is needed for pump vacuum to suffer, but it is a known failure mode causing low suction. The sonata instructions for use details cleaning procedure for the parts and accessories. It is also a common troubleshooting item to check. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4)% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer reported to medela (B)(4) that her sonata breast pump was displaying an air leak alert, so she purchased new parts; however, when she pumps, she has to turn the vacuum up to level 6 and firmly press the breast shields to her breasts, which is painful.